Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' bioprosthetic mitral valve was explanted after an implant duration of approximately 3 months. Through follow-up, the healthcare provider indicated that the valve was explanted due to a paravalvular leak. No additional information was provided at this ime.

Manufacturer narrative:
(B)(4) device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Multiple attempts to the healthcare provider to obtain additional information and the subject device for evaluation have been unsuccessful to this date. There has been no information to suggest a device manufacturing quality deficiency that may have caused or contributed to this event.